Event description:
During verification testing at the service center, the device intermittently did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.